Event description:
It was reported that a flo-gard IV solution administration set had became "dislodged" at the filter. This occurred during patient infusion. The reporter stated that the tubing dislodged from the bottom of the filter approximately 5 minutes after carboplatin and cisplatin were injected into the IV set. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.